Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received an inaccurate fill estimate after filling a cartridge with insulin. Reportedly, the customer filled the cartridge with 250 units of insulin. Several hours later, during a follow-up call, the contact reported that the customer delivered 59 units since loading the cartridge with insulin, and the insulin gauge is displaying an inaccurate estimate of 50 units. The customer loaded a new cartridge with 210 units of insulin and received another inaccurate fill estimate. The customer's blood glucose level was reported to be over 600 (mg/dl) with trace ketones. Manual injections were administered to address bg level. Tandem technical support offered additional high bg troubleshooting; however the contact declined the offer. Subsequently, the contact stated the customer may need to go to the hospital. Multiple attempts were made by tandem's technical support to obtain additional information; however, no additional information regarding this event was provided. Additionally, it was confirmed that the customer has manual injections available as alternate insulin therapy.